Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was foreign material was found at the surface of an exactamix 2400 valve set. The foreign material was further described as an oily substance. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: lot manufactured between july 02, 2019 to july 04, 2019. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The connector cap along with all the valve body caps were removed and the reported condition could not be found upon magnified inspection. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.